Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual analysis of the returned device found the side car-rx was torn and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2017. According to the complainant, during procedure, the side car-rx (guidewire port) was found torn and the guidewire could not be inserted into the device. The procedure was completed with this device without using a guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.